Event description:
It was reported that patient underwent initial bilateral foot procedure on an unknown date approximately 5 years ago. Subsequently, patient underwent a bilateral revision procedure on (B)(6) 2015 as the surgeon wanted to replace the screws with larger screws. The screws were replaced with competitor product.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.